Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00073013 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 45,0 hrc and was found to be good. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: a 22mm x 60mm insight access tube (03.615.226 lot t995967) was received with a chipped and gouged distal end of the device. Additionally the proximal interior circumference of the tube shows worn coating, exposing the metal beneath. The 22mm x 60mm insight access tube (03.615.226 lot t995967) is a component of the insight access tube set (01.615.101). The insight access tube is a minimally invasive access system which allows a procedure to be accomplished in minimal space with reduced tissue damage. The access tube can be attached to a flex arm after the incision has been adequately dilated. With the tube in place, procedures such as discectomies, laminectomies and interbody fusions can be completed. Applicable drawings for the access tube were reviewed. The drawings called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. A note is present on the tube drawing which states that the tubes are ¿hard anodized (dyed black h3lw) with ptfe per ams2482¿. The device was found to be adequate for its intended use. The entire circumference on the distal end of the returned tube has small chips and nicks, where the coating has been worn through. The complaint description states that it is unknown if the damage occurred at sterile processing, in the operating room or intra-operatively. As the specific circumstances as to the cause of the complaint condition are not available, the root cause could not be identified. The device is damaged, so the complaint is confirmed. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use. Specific details regarding the technique used/application which led to the complaint condition were not provided; as such the root cause of the complaint condition could not be identified. As the instrument is damaged, the complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: the ends of two insight tubes were bent and broken. It is not known if the devices were found broken in sterile processing, or the operating room, or if they broke intraoperatively. The extremity of the tub that goes in the patient bent and broke off despite normal utilization. No further information was provided. There was no report of injury to the patient and no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).